Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to press. The customer stated that she has a disability and the keypad issue is causing thumb soreness. Customer was in the in the hospital for a reason unrelated to diabetes. Blood glucose value is unknown. Customer stated that insulin pumps with the older software version was released with an updated keypad to reduce button error issues. Company representative advised the customer they would check for that type of insulin pumps to send a replacement.